Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing, chest x-ray exhibited dislodgement. The lead was explanted and replaced. No patient symptoms reported.